Event description:
Pump failed accuracy test underdelivery during repair service by baxter tech. The hosp rep stated they have no record of any pt incident.

Manufacturer narrative:
Eval was completed on 28 oct. 2005. The baxter tech reported problem of the pump's channel b under infusing at the bench was confirmed. The infusion pump was tested for flow accuracy at 100ml/hr, the pump failed the accuracy test with a flow value -6.70% below the desired amount. The specification limit for this pump is +/-5%. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.